Event description:
03/2005: the meter involved in this case has been returned and evaluated by livescan product analysis with the following findings: the meter involved in this case has failed testing. The meter temperature was not able to be turned off to perform the resistor box readings due to a communication error. At this time company consider this matter closed.